Manufacturer narrative:
A review of the device history record for strattice lot s11033 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 16/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incarcerated incisional hernia surgery and was implanted with a strattice device lot #s11033-020 and ref. #(B)(4) on (B)(6) 2012. On (B)(6) 2013, patient underwent dermis cut about 0.5 cm above esophagus & fundoplication released from 270 degrees to approx. 180 degrees, lysis of adhesions also performed as stomach seemed to be densely adhered to left lobe of liver & pole to the right. On (B)(6) 2013, patient underwent laparoscopic revision of hiatal hernia repair, cholecystectomy with intraoperative cholangiogram, esophagogastroduodenoscopy & percutaneous endoscopic gastrotomy tube placement. The form lists the condition that was treated was: laparoscopic hiatal hernia repair with mesh, posterior gastropexy, toupet fundoplication between (B)(6) 2012. Upper endoscopy with balloon dilatation of the gastroesophageal junction on 10/jan/2013. Laparoscopic revision of hiatal hernia repair which dermis was cup approx. 0.5cm above esophagus & fundoplication released from 270 degrees to approx. 180 degrees, dissection to left lobe of liver & esophagus carried out until dermis mesh was exposed, removal of dermis mesh from esophagus, mesh cut approx. 1 cm to loosen area of hiatal hernia repair between (B)(6) 2013. Egd and cre wire guided balloon dilation in (B)(6) 2013. Laparoscopic revision of hiatal hernia repair, laparoscopy cholecystectomy with intraoperative cholangiogram, esophagogastroduodenoscopy, percutaneous endoscopic gastrotomy tube placement, mesh removal between (B)(6) 2013. Complications from hernia surgeries with general health maintenance, hernia symptoms, esophageal spasms, medication management, dysphagia from 2012 to present with general health maintenance, medication management, and acid reflux between 2018 - 2014. Complications from hernia surgeries, balloon dilation, transoral upper flexible open airway egd, diagnostic testing, dysphagia, endoscopy, upper endoscopy with balloon dilation, treatment for hernia related symptoms, gerd, medication management in 2023. Upper endoscopy with balloon dilation on (B)(6) 2023. Hiatal hernia but no obstruction seen or felt, empiric dilation on (B)(6) 2013. Hiatal hernial empiric dilation performed on (B)(6) 2014. CT (abdominal pain) hiatal hernia on (B)(6) 2015. Medication management, dysphagia, abdominal pain, hernia symptoms from 2015 - 2018. Pelvic & abdominal scans, dyspepsia from (B)(6) 2015. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.